Manufacturer narrative:
No sample will be returned for investigation. A follow-up report will be sent when completed.

Event description:
The event is reported as: one side of the clips is longer than the other side. No pt injury reported.